Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial tachycardia/atrial fibrillation episodes, the cardiac resynchronization therapy defibrillator (crt-d) classified the episodes as terminated, but the arrhythmia appeared to continue with atrial events falling into the blanking period. Additional information obtained via follow-up reported that no reprogramming has been performed and the crt-d remains in use. No patient complications have been reported as a result of this event.